Manufacturer narrative:
Medwatch form # (B)(4).

Event description:
Voluntary medwatch received states that patient presented for an implant procedure. During the procedure, the leadless pacemaker could not be separated from the delivery catheter. There were no patient consequences.